Manufacturer narrative:
The device was received fully deployed. During investigation, damage was observed to the reservoir fill port and fill septum. As a result, fluid was observed to leak from this damage. It could not be conclusively determined when or how the reservoir became damaged and if this contributed to the reported leaking from fill port. Additionally, the exposed portion of the soft cannula was observed to be torn, flattened, and stretched, resulting in fluid being unable to flow the complete fluid path and the soft cannula length measuring out of specification. The exact timing and cause of this damage to the exposed portion of the soft cannula could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels reached 500 mg/dl while wearing the pod. Investigation of the pod (completed 02-jun-2026) found damage to the reservoir fill port, fill septum and the cannula. The device was originally reported on 08-apr-2026 for leaking insulin while the patient was filling the pod. As treatment, a new pod was applied.